Event description:
A (B) (6) male patient called in to zoll lifecor customer support to report that he is getting "add gel/replace belt" messages. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The reported problem (add gel/replace belt) has been confirmed. The cable from the distribution node to the rear therapy pad was pulled partially from its strain relief, and there was a broken cable on the gel circuit (cable to te2). The root cause of the pulled wire cannot be positively identified. The root cause of the broken wire cannot be positively identified. Both deficiencies most likely resulted from excessive force exerted on the electrode belt. No adverse event resulted from either the broken wire on the gel circuit or the cable pulled from its stain relief. The patient received a replacement electrode belt.